Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer had a low blood glucose event 4-5 days ago. Customer's blood glucose was 47 mg/dl and it went up to 63 mg/dl after he gave himself a shot. Customer stated that he also had a seizure and was not coherent when it happened on (B)(6) 2013. Customer's blood glucose is 121 mg/dl. Customer stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer stated that the basal and bolus wizard were fine. Customer is a stay at home dad and had no lifestyle changes in the house. Customer performed the displacement test and the test passed. Customer was advised to speak with their health care professional regarding the low blood glucose. Customer was advised to monitor the pump.